Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirms one of the pegs broke off the device. The broken peg was not returned with the device. This instrument exhibit signs of significant use and wear. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that it was reported during a tka procedure, the peg of a journey fem impact bumper rt snapped off and all pieces were retrieved. No clinically relevant supporting documentation was provided for review. Based on the limited information provided, the root cause of the breakage could not be determined. It was reported that the procedure was completed without surgical delay, using a s+n back-up device. No further complications were reported. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a tka surgery, the peg of a journey fem impact bumper rt snapped off, all pieces were retrieved. Surgery was finished with a s&n back up device, without any surgical delay. No further complications were reported.